Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.

Manufacturer narrative:
This report is submitted on february 06, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to incorrect device placement. The patient was re-implanted with another cochlear device during the same surgery.